Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that a patient's vns therapy magnet was cracked, and she was in need of a replacement. No further information is available to manufacturer. Cracked magnet will not be available to manufacturer for product analysis.